Event description:
A hemodialysis inpatient user facility reported 10 minutes into treatment a blood leak occurred. The leak was not visible, but test strips were positive. The machine alarmed. Estimated blood loss was 200ml. Patient had no adverse effects and no medical intervention was required. Actual sample was discarded; therefore, a companion sample was made available for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.